Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an advanced evaluation trial device for treatment of urgency frequency; trial began (B)(6) 2019. It was reported the trial patient stated that she gets headaches, and is uncomfortable due to her retention. On (B)(6) 2019 patient stated that she is in discomfort and she expects to get better shortly, patient was advised just like any other medical procedure it may take a few days to be back to your normal self. Patient has been advised to contact clinician for medical support if needed. No further complications were reported or are anticipated.